Event description:
Device was returned for repair only. Upon receipt it was noted that the lower jaw was broken off and missing. Contact with the hosp revealed device had broken during use in surgery but that the piece was retrieved with no delays or pt injury.